Event description:
An 81-yr-old male, post double CABG; external pacemaker was attached to pt on a backup mode; pacer was alarming with an alarm message never seen before; pt went into v-tach; code was called and pt successfully resuscitated. Unknown cause and efffect relationship relating to the malfunction. Clinical engineering and co rep contacted. Device taken by rep for further eval by the co and will let us know results of the eval.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.